Event description:
It was reported that the plastic housing between a shower chair legs broke, causing the chair to slowly collapse during use. There was no report of user injury or medical intervention.

Manufacturer narrative:
.